Event description:
Baxter sweden reports a loose spike with a transfer set. Patient's transfer set was changed at the hospital, and the patient was treated with a prophylactic antibiotic, as an outpatient, with no resulting injury.